Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. A33 alarm during prime/a33 test at 4 lbs due to faulty fs.(tin) as (B)(6) 2008.

Event description:
The customer reported via phone call that insulin pump had the compromised force sensor system. The blood glucose at the time of the incident was 230 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.